Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen has been unresponsive. The customer's blood glucose level (bg) was impacted around (400 mg/dl). The customer took a manual injection to stabilize bg level. It was indicated that the customer had alternate insulin therapy available.